Manufacturer narrative:
Thv-tvt registry according to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14 e-sheath is 5.5mm. In this case, the patients mld was 4.2x 5.2 with severe access vessel calcification and mild tortuosity. Though there was no malfunction of the e-sheath, the cause of the withdraw difficulty and sub sequent surgical removal was due to the patient¿s below recommended mld. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by a field clinical specialist, the e-sheath was caught on a previously places bare mental stent upon withdraw. An open abdominal incision, cut open the right common iliac, cut the bare metal stent in half and removed it from the patient. The surgeon sewed in a dacron graft to the common iliac. Patient had a small right common iliac. Physician decided to pre-stent the vessel with an 8x 56 bare metal stent. The 14fr e-sheath was passed through stent, and 26 sapien 3 was deployed without complication. When the doctor tried to remove the sheath, it got hung up on the bare metal stent, and would not move. Therefore, the surgeon did an open abdominal incision, cut open the right common iliac, cut the bare metal stent in half and removed it from the patient. The e-sheath was then removed, and the surgeon sewed in a dacron graft to the common iliac. The patient received four units of prc's. The patient was extubated shortly after the procedure, and is in stable condition. The bare metal stent should not have been placed prior to sheath passage. The expansion of the sheath when the valve passed through caused the e-sheath to expand and integrate into the bare metal stent preventing its removal. The patient mld was 4.2x 5.2 with severe access vessel calcification and mild tortuosity. The patient passes away 1 day post op. Patient went into intermittent complete heart block with hypotension and was being wheeled to cathlab for temporary pacemaker placement when patient coded and died. There is also a note that could¿ve been a bleed w/ coffee ground emesis.